Manufacturer narrative:
Date of event is estimated. Additional information is unable to be obtained as the initial reporter elected not to be identified. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined.

Event description:
It was reported in medwatch report mw5188261 the patient experienced ineffective therapy, uncomfortable stimulation, could not enter MRI mode, and was unable to turn therapy on. Troubleshooting was unable to resolve the issues. As a result surgical intervention was undertaken to explant the system. Initial reported elected not to be identified.